Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medical agent could not be injected into the catheter during use.

Event description:
It was reported that the medical agent could not be injected into the catheter during use.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and with no relevant findings. The customer reported the medical agent could not be injected into the catheter. The customer returned one epidural needle with stylet. No catheter was returned. The returned needle was visually examined with and without magnification. Visual examination of the returned needle revealed that the needle appears typical. The needle bevel appears polished and smooth with no observed burrs. The needle cannula appears typical. No defects or anomalies were observed. Prior to decontamination, a manual flow test was performed on the returned needle using a lab inventory syringe connected the needle's hub. Water could be seen exiting the needle's cannula. No blockage was found. The reported complaint of the catheter not being able to inject medication could not be confirmed based on the sample received. The customer did not return a catheter. However, an epidural needle was returned. A manual flow test was performed on the returned needle with no blockage found. A device history record review was performed on the epidural catheter with no relevant findings. Therefore, based upon the fact the catheter was not returned and the information provided, the potential cause of this complaint could not be determined.